Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 500 mg/dl at time of incident and the low blood glucose value was 34 mg/dl and 55 mg/dl and 10 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose and orange juice glucose for low blood glucose. Customer stated that the sometimes notices irritation, bleeding, itchiness,swelling around taping site issues. Customer reported that they did not receive medical treatment as a result of the site issue. Customer declined troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.